Manufacturer narrative:
Siemens healthcare diagnostics inc. Filed the initial MDR (9610806-2017-00054) on april 25, 2017. Corrected report - april 28, 2017. Siemens healthcare diagnostic inc. Determined that the correct lot number for pathromtin sl is 536692b, expiration date april 7, 2018. The corresponding catalog number is 10446066. The UDI number was updated accordingly.

Manufacturer narrative:
A siemens healthcare diagnostics inc. (Siemens) field service engineer (fse) was dispatched to the customer site to determine the cause of the discordant high activated partial thromboplastin time (aptt) result on the sysmex cs-5100 system and found no issues. The controls were in expected range. A non-numerical result (****) with the error code [no coagulation] had been released as a numerical result >170 seconds although the instruction for use provides the following instructions: "the coagulation reaction was not detectable, due to low fibrinogen concentration, an anticoagulant sample or a reagent problem. Repeat the analysis and make an overall judgement of the sample, reagents and the like. Also, set a longer detection time and repeat the analysis". Therefore, it has been concluded that a user error caused or contributed to the event. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
A discordant, falsely elevated activated partial thromboplastin time (aptt) result was reported on a patient sample on the sysmex cs-5100 instrument. The discordant high aptt result was provided to the physician. It is unknown whether the physician questioned the discordant result. The same patient sample was re-run the next day using two assays on the same sysmex cs-5100 instrument. The re-run result was reported to the physician. A new patient sample was also taken to confirm the re-run result. There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated aptt result.